Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that while implanting the lead, the physician was not able to insert a guidewire and flushing of the lead lumen was difficult. The lead was not implanted and replaced. No patient complications were reported as a result of this event.